Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezc1087 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation..

Event description:
It was reported by nurse that the patient accepted the basilic vein indwelling catheter operation on the left side on (B)(6) 2016 with 45cm implanted and 8cm left outside. The catheter tip was in t8. It was found that there was a swelling with a size of "6*6 on the supraclavicular fossa of the patient with tenderness and no inspection item showed abnormity". It was suspected that extravasation of chemotherapeutic drugs occurred and the catheter was removed on (B)(6) and injected with normal saline. It was found that there was a crack 35cm away from the head on the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred per 21 crf 803.19. Per engineer, no break or leak was observed on the returned sample.